Event description:
It was reported that the pump touch screen was timing off sooner than excpected. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.